Event description:
It was reported that during functional testing of the returned balloon guide catheter, water leaked out of the distal end of the balloon through the inner diameter of the shaft. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned bgc revealed that the catheter shaft was wrinkled from its distal end. The balloon guide catheter distal tip appeared to be crushed. The balloon was inflated as per dfu in the lab with water. The balloon inflated; however, water slowly leaked out of the distal end of the bgc through the ID of the shaft. The balloon was measured and found to meets dimensional specifications. The found damages and the leaking is probably related to the reported balloon catheter shaft issues. The cause for the reported issues could not be definitively determined. Although there are many potential causes for the reported and found issues, because review and analysis of available information could not identified a definitive the exact cause; an assignable cause of ¿undeterminable¿ was assigned to this investigation.

Event description:
It was reported that during functional testing of the returned balloon guide catheter, water leaked out of the distal end of the balloon through the inner diameter of the shaft. There was no reported clinical consequence to the patient.